Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. Her blood glucose level was 177 mg/dl but her sensor glucose reading was 108 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. She received calibration error, change sensor, and meter blood glucose now alarms. The insulin pump went into threshold suspend when her blood glucose level was 250 mg/dl. The product was not returned. Nothing further to report.